Event description:
Device malfunction: incomplete thumb advancement. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the thumb advancer did not completely split the sheath. The clip delivery tube became entangled on the distal end of the exchange sheath. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.